Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
A proglide device was received in the abbott vascular returned goods lab with no reported information. Abbott vascular preliminary device analysis identified the proglide device was in pre-deployed position with blood in/on the device. There was no damage noted. A device in this condition would not have achieved hemostasis. The sender was contacted, who could not recall any information regarding the device or patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. No failure mode was reported. Without a specified failure mode a conclusive cause for the returned device could not be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.